Manufacturer narrative:
No product impact is known to date. A review of the logs did not reveal any reagent or instrument issues. Field application specialist (fas) reported during follow up conversation with the customer, it was thought that this issue might be due to new lab technicians mishandling and possibly contributing to the contamination that was seen. The environmental swabs after the cleaning resulted negative and subsequent runs looked fine.

Event description:
Customer called hologic technical support (ts) to report getting a failed sars-cov-2 run due to invalid controls on the panther instrument sn (B)(4). The assay used from lot 317372 was previously used with valid run. Hologic product application specialist (pas) reviewed the logs and noted that the results in wl (B)(4) might be questionable (38 pos out of 87, 40.2%) compared to the customer's other valid wl with different kit. Pas noted that the issue appears to be mishandling of the kit and possibly samples. Customer reported that the lab has been running environmental swab testing and observing multiple locations in the lab with evidence of sars-cov-2 contamination. Customer explained that specimen with valid results were discarded following testing. Therefore, repeat testing could not be perform on the original sample. Any follow up testing will have to be performed using freshly collected specimen. All initial testing results were reported out of the lab. Site does not have patient information. According to customer they are working on an amendment report.

Manufacturer narrative:
D4 lot number information (317816) from the initial report was incorrect. The correct lot number for this case is lot 317372.